Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Initial reporter. PMA/510(k) number. Manufacture date ¿ unknown. Remains implanted

Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date. Subsequently, the patient underwent an arthroscopy procedure on an unknown date due to cyclops lesions. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date. Subsequently, the patient underwent an arthroscopy procedure on (B)(6) 2016 due to cyclops lesions. No further information has been provided.